Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is april 24, 2006.

Event description:
Boston scientific received information that this programmer exhibited intermittent loss of telemetry during threshold tests on two occasions. Despite telemetry dropping out, the threshold tests continued. Boston scientific technical services (ts) tested the issue and confirmed that when performing a threshold test, pulling the telemetry wand away from the device for a brief moment caused the threshold test to continue whereas removing it for 2-3 seconds elicited a message indicating telemetry was needed and the threshold test stopped. It was reported that neither patient involved is pacemaker dependent. The presence and duration of loss of capture and/or asystole could not be conclusively determined, however, there were no adverse patient effects reported. A new wand was provided to the clinic though it is unknown if this has resolved the issue.

Manufacturer narrative:
Upon receipt, the programmer telemetry wand underwent functional testing. The wand was connected to a programmer and telemetry was observed to be normal. Telemetry functionality was checked on both bradycardia and tachycardia devices while moving the cable with no interruption in telemetry. Visual inspection of the wand noted no irregularities. X-ray of the wand was also performed; again, no anomalies were observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer wand performed normally throughout all tests.